Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and rebuilt the ratio pump. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-05042.

Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system gave erroneously elevated sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) results for one pt and erroneously elevated na, k and cl results for a second pt. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that a physician questioned the elevated results. The samples were re-run and the results were found to be lower. Amended reports were issued for the two pt samples. Prior to the event, the ion selective electrode (ise) was calibrated and a quality control (qc) recovered within the lab's established ranges. After the event, the customer ran ise precision studies and determined that the high results for both samples occurred on the first sample run after the ise system had been in standby. This is report 2 of 2 medwatch reports filed for this event for pt 2 of 2 pts.